Manufacturer narrative:
Method - analysis of system log files. Results - cpu module. Conclusions: device failure confirmed; device replaced. The device is an installed centralized pt monitoring system that utilizes a sun micro-systems model ultra 10 computer and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multi-functional patient monitoring devices through either wired or wireless connections. Eval of the device confirmed the reported problem and investigation isolated the problem to a failed cpu module within the sun microsystems computer. The evidence suggests that the problem likely happened as a result of shipping damage that occurred when the device was last returned to the customer. Analysis of our service data for the sun model ultra 10 (including a similar marketed device, the model ultra 5) shows no adverse trend over time for cpu module failure. The subject device (computer) was more than seven years old at the time of the reported malfunction. The customer was provided with a replacement product.

Event description:
The customer reported that the central station cpu (central processing unit) was intermittently rebooting and subsequently would not operate. Note 1 for block a1: the reporter was not able to indicate if any pts were connected to the system at the time of the product problem.